Event description:
Note: this report is a supplement to manufacturer report #3005099803-2008-6090.

Event description:
It was reported to boston scientific corporation that while performing a gastroscopy procedure using a speedband superview super 7 multiple band ligator, the physician noticed the velcro strap was on the wrong way (patient age, gender and weight are unknown). According to the complainant, the physician twisted the strap to seat it properly and the procedure was completed. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure is not known.

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed, no anomalies related to the reported complaint were noted. A search of the complaint database revealed no additional complaints reported for the same lot.